Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of fluid loss were confirmed. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the reservoir identified wear at a fold in the shell and a leak due to a hole at the corner of the fold. The identified hole would lead to fluid loss and therefore would be the probable cause of the reported mechanical issues. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision in which the reservoir was removed and replaced. Upon explant, a leak was identified in the component. There were no further complications related to the event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision in which the reservoir was removed and replaced. Upon explant, a leak was identified in the component. There were no further complications related to the event.